Event description:
Additional information was received that indicated the saline to contrast ratio was 50:50. There was no resistance/friction encountered while advancing or withdrawing the device over the guidewire. The guidewire was not exchanged for another wire of a different size during the procedure. The device was not inflated without a guidewire being in the patient.

Manufacturer narrative:
The information received indicated that during treatment of a lesion in the left anterior descending (lad) artery, the balloon took 5 minutes to deflate and felt different during inflation. The guidewire used was a 0.014. There was no resistance or friction while the device was advanced to the target lesion. The guidewire was never exchanged and the balloon was not inflated without a guidewire in the wire lumen. The device was returned for analysis. One non sterile firestar 2.50 x 20 mm was received coiled in two plastic bags. The guide wire lumen was found collapsed inside the balloon. Kinks were noted at 11 cm, and 24 cm from the distal end. In order to perform the inflation /deflation test, 14 atms were applied to the balloon, and inflation time was within specification. Deflation time was also found within specification. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of inflation and deflation difficulty was not confirmed through failure analysis as the device inflated and deflated within specification parameters. With the information provided it is not possible to determine what factors may have contributed to the difficulty the customer encountered. The cause of the kinks, and guide wire lumen collapse could not be conclusively determined. Neither the DHR review nor the analyses performed suggest that the issue is manufacturing related; therefore no action is needed.

Event description:
The information received indicated that during treatment of a lesion in the left anterior descending (lad) artery, the balloon took 5 minutes to deflate and felt different during inflation.

Manufacturer narrative:
The information received indicated that during treatment of a lesion in the left anterior descending (lad) artery, the balloon took 5 minutes to deflate and felt different during inflation. There has been no other information provided, the device was returned for analysis. One non sterile firestar 2.50 x 20 mm was received coiled in two plastic bags. The guide wire lumen was found collapsed inside the balloon. Kinks were noted at 11 cm, and 24 cm from the distal end. In order to perform the inflation /deflation test, 14 atm were applied to the balloon, and inflation time was within specification. Deflation time was also found within specification. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of inflation and deflation difficulty was not confirmed through failure analysis as the device inflated and deflated within specification parameters. With the information provided it is not possible to determine what factors may have contributed to the difficulty the customer encountered. The cause of the kinks, and guide wire lumen collapse could not be conclusively determined. Neither the DHR review nor the analyses performed suggest that the issue is manufacturing related; therefore no action is needed.

Manufacturer narrative:
The device has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.